Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level of 587 mg/dl with high ketones. High bg was addressed with correction boluses, manual correction injections, and a change of supplies. Customer initially alleged that the pump was not delivering insulin properly and subsequently discontinued pump usage; however, system check with tandem technical support indicated that the pump and related supplies were functioning as intended. Additionally, it was found that customer had repeatedly switched between pump profile and control-iq based insulin delivery. Tandem technical support advised customer that this could have contributed to elevated bg levels; customer acknowledged. Reportedly, customer consulted their healthcare provider who assisted customer in stabilizing bg levels and resuming pump therapy.